Manufacturer narrative:
H3 other text : availability of suspect lens is unknown.

Event description:
On 16may2023, a patient (pt) in argentina reported being "prone to get ulcers and infections" after ¿prolonged use¿ of acuvue contact lenses (cls). The pt reported the last occurrence was 3 years ago. No other information was provided. Multiple attempts were made to contact the pt for additional medical information with no success. No additional information has been provided. No additional information is expected. This corneal ulcer event is being reported as a worst-case event as we were unable to verify the diagnosis and treatment with the pt¿s treating eye care professional. The date of the pt¿s event is being reported as (B)(6) 2020 as the exact event date is unknown. The affected eye is unknown. It is unknown what acuvue brand cl was worn at the time of the event. The suspect lot number is unknown. The availability of the suspect cl is unknown. No additional evaluation can be conducted. If any further relevant information is received, a supplemental report will be filed.